Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol perfix plug device may have caused or contributed to the events as alleged by the patient¿s attorney. The patient's attorney alleges injuries, subsequent surgery and repair of a recurrent inguinal hernia; however, no details have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint no: (B)(4). It is alleged by patient's attorney that the patient was a recipient of a bard mesh perfix plug (hereinafter "perfix plug "). It is also alleged by the patient's attorney that on or about (B)(6) 2011, patient underwent surgery for repair of a right inguinal hernia. As alleged, a bard/davol perfix plug, was implanted to repair the hernia defect. It is alleged by the patient's attorney that on or about (B)(6) 2018, patient underwent an additional surgery to repair the explanation of right groin plug and patch and repair of a recurrent inguinal hernia. Patient was injured severely and permanently. As reported, patient has suffered and will continue to suffer physical pain and mental anguish. As alleged, patient has suffered and continues to suffer from chronic debilitating pain, as well as significant psychological stress and depression. As reported, patient has undergone and will likely require in the future other forms of care and medical treatments due to the alleged defective perfix plug.